Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device was not received for evaluation. An investigation could not be conducted an no conclusion could be drawn. A review of the device history records (DHR) showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicates the correct material was used and correct hardness values were obtained.

Event description:
It was reported that the milling bit broke in half during a prodisc c (pdc) procedure at levels c5-c6. The surgeon was using the milling bit to cut keels through the milling guide. The bit broke at the junction between the shaft and the stop. The broken tip was retrieved and was confirmed by x-rays. The surgeon used keel cutters for pdc to complete the procedure and patient care was not affected.